Event description:
Customer contacted beckman coulter inc. (Bci) regarding erroneously elevated troponin (accutni) results by the access® 2 immunoassay system. A patient sample when tested for accutni gave a result of 4.83ng/ml followed by results of 0.02 and 0.00ng/ml. Upon repeat on a different instrument, the sample gave a result of 0.02ng/ml. Three samples from another patient were tested and gave results in the range "<0.01ng/ml" to 0.51ng/ml. One of these samples was repeated on a different instrument and gave a result of 0.03ng/ml. A third patient was tested for accutni and gave a result of 8.12ng/ml and a result of 0.02ng/ml upon repeat on a different instrument. There were no reports of death or serious injury. Patient 1 was given lovenox and transferred to another facility and patient 2 received metoprolol a beta-blocker.

Manufacturer narrative:
System check performed in 2009 was within specifications. Qc is run once daily. A field service engineer (fse) was on-site five days later. Upon inspection, fse noted "turbulence" in the wash pump. Fse removed the valve, replaced rotor and primed the system verifying "turbulence" was no longer present. A system check was performed and passed within specifications. Although hardware issues may have contributed to this event, a clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.